Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events during use on (B)(6) 2024. One set was in use for 2 days and other was for less than a day. Blood glucose levels were between 180-200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.